Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was not reproduced. The product analysis however, confirmed that cable boot was found with a cut but could not replicate the customer request. No other issues were identified. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image when plugged in. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the camera head had no image when plugged in. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.